Event description:
Pt schedule for egd(esophagogastroduodenoscopy) with halo. Dr requested 360 halo catheter. Halo 360 balloon would not inflate. All connections checked and disconnected/reconnected, but balloon still would not inflate. Second halo 360 catheter opened for procedure and again balloon would not inflate. During this time pt was intubated and sedated and egd scope was in pt esophagus while waiting for halo catheter to inflate. Rep for medtronic was called during the procedure to ask if he had any trouble shooting ideas, but we had already done the ones he recommendation without success. Ref report: mw5161064.